Manufacturer narrative:
(B)(4). There have been no reported injuries. Reference field corrective action number 3010611950/06/09/2017/001-r.

Event description:
Excessive static noise observed in elite probe.